Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that the charger caught on fire and smoke came out while on the wall plug not charging. There were no reports of injury or property damage.